Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After engaging the lesion coaxially with a non-boston scientific (bsc) guide catheter and wired with a non-bsc guidewire, pre-dilatation was performed with a 2.5x12 nc balloon. A 3.50x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. Further dilatation was done with the same balloon and the physician took the stent back but it was found that the stent strut was damage. The device was removed and a 3.5x38mm synergy stent was used and completed the procedure. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After engaging the lesion coaxially with a non-boston scientific (bsc) guide catheter and wired with a non-bsc guidewire, pre-dilatation was performed with a 2.5x12 nc balloon. A 3.50x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. Further dilatation was done with the same balloon and the physician took the stent back but it was found that the stent strut was damage. The device was removed and a 3.5x38mm synergy stent was used and completed the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage in the mid-section of the stent with struts lifted from their crimped position and bunched. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.